Event description:
It was reported that there seems to be a trend with the wand of perforation tonsular arches. No significant delay was reported. Procedure was completed with a back up device.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could have contributed to the reported event such as the rate and depth of tissue ablation which is affected by the selected set point, amount of pressure on the tissue, the integrity of the electrode, and the speed with which the wand is passed over the target tissue. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event and is more than likely related to the failure in this case is the controller which was not returned for evaluation.